Event description:
The customer reported that the system displayed a file system corrupted error message at boot up. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibration files were reloaded. The system was then found to be operating as intended.